Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that three days following placement of a smiths medical portex® blue line ultra® tracheostomy tube no cuff pressure was observed and was unable to be measured. It was reported that over the days of use, lowering of the cuff's air pressure was observed. Subsequently, the tube was replaced with no reported adverse patient effects.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample was in used conditions without its original packaging. No visual discrepancies were found. A syringe was used to inflate the cuff and suction line of the sample and was submerged under water in order to verify for leaks or discrepancies. Leaks were detected in the cuff. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: after implementation of corrective actions per a corrective action request, the trend that was identified between february 2015 and july 2016 were due to product that was manufactured before the implementation of the corrective actions. Evaluation confirmed complaint data with date of manufacture has shown that the complaints were related to manufacture product before corrective actions had been implemented. The complaint rate has returned to historic levels and the corrective and preventative action.